Manufacturer narrative:
Date of initial report: 2017-03-06. The incident sample was requested but the customer has indicated that the device was discarded. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during an orthopedic spine fusion, the rf tag detached from the sponge. The loose tag was found within the patient and retrieved. No patient injury occurred or medical intervention required.